Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of right fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included shoulder operation in 2013 and uterine dilation and curettage in 2013. Concurrent conditions included gerd, hepatic cyst, renal calculus, hypertension, dysfunctional uterine bleeding, candida vaginal, hyperopia and iron deficiency anemia. Concomitant products included cyclobenzaprine from (B)(6) 2018 to (B)(6) 2019, hydrochlorothiazide from (B)(6) 2018 to (B)(6) 2019 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ right side abdomen pain") and abdominal pain lower ("right lower abdominal pain"). In 2016, the patient experienced diverticulum ("diverticulosis"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection") and vulvovaginal candidiasis ("candida of vagina"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines/ headaches"), cystitis ("bladder infection") and blood loss anaemia ("extreme blood loss"). The patient was treated with antibiotics, fluconazole (diflucan) and surgery (ablation in 2013 and salpingectomy (bilateral) abdominal hysterectomy, laproscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, migraine, fatigue, weight increased, alopecia, diverticulum, cystitis, vulvovaginal candidiasis and blood loss anaemia outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood loss anaemia, cystitis, diverticulum, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Essure removed: unknown. Date of removal surgery or date scheduled: not reported. Type of removal surgery: not reported. If no removal planned, select reason(s): not reported . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of right fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included shoulder operation in 2013 and uterine dilation and curettage in 2013. Concurrent conditions included gerd, hepatic cyst, renal calculus, hypertension, dysfunctional uterine bleeding, candida vaginal, hyperopia and iron deficiency anemia. Concomitant products included cyclobenzaprine from (B)(6) 2018 to (B)(6) 2019, hydrochlorothiazide from (B)(6) 2018 to (B)(6) 2019 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ right side abdomen pain") and abdominal pain lower ("right lower abdominal pain"). In 2016, the patient experienced diverticulum ("diverticulosis"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection") and vulvovaginal candidiasis ("candida of vagina"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines/ headaches, migraines"), cystitis ("bladder infection") and blood loss anaemia ("extreme blood loss"). The patient was treated with antibiotics, fluconazole (diflucan) and surgery (ablation in 2013 and salpingectomy (bilateral) abdominal hysterectomy, laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection, migraine, fatigue, weight increased, alopecia, diverticulum, cystitis, vulvovaginal candidiasis and blood loss anaemia outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood loss anaemia, cystitis, diverticulum, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, salpingitis, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6) 2011. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Essure removed: unknown. Date of removal surgery or date scheduled: not reported. Type of removal surgery: not reported. If no removal planned, select reason(s): not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of right fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included shoulder operation in 2013 and uterine dilation and curettage in 2013. Concurrent conditions included gerd, hepatic cyst, renal calculus, hypertension, dysfunctional uterine bleeding, candida vaginal, hyperopia and iron deficiency anemia. Concomitant products included cyclobenzaprine from (B)(6) 2018 to (B)(6) 2019, hydrochlorothiazide from (B)(6) 2018 to (B)(6) 2019 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ right side abdomen pain") and abdominal pain lower ("right lower abdominal pain"). In 2016, the patient experienced diverticulum ("diverticulosis"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection") and vulvovaginal candidiasis ("candida of vagina"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines/ headaches"), cystitis ("bladder infection") and blood loss anaemia ("extreme blood loss"). The patient was treated with antibiotics, fluconazole (diflucan) and surgery (ablation in 2013 and salpingectomy (bilateral) abdominal hysterectomy, laproscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, migraine, fatigue, weight increased, alopecia, diverticulum, cystitis, vulvovaginal candidiasis and blood loss anaemia outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood loss anaemia, cystitis, diverticulum, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) essure removed: unknown date of removal surgery or date scheduled: not reported type of removal surgery: not reported if no removal planned, select reason(s): not reported . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of right fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included shoulder operation in 2013 and uterine dilation and curettage in 2013. Concurrent conditions included gerd, hepatic cyst, renal calculus, hypertension, dysfunctional uterine bleeding, candida vaginal, hyperopia and iron deficiency anemia. Concomitant products included cyclobenzaprine from (B)(6)2018 to (B)(6)2019, hydrochlorothiazide from (B)(6) 2018 to (B)(6) 2019 and ibuprofen. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ right side abdomen pain") and abdominal pain lower ("right lower abdominal pain"). In 2016, the patient experienced diverticulum ("diverticulosis"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection") and vulvovaginal candidiasis ("candida of vagina"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines/ headaches"), cystitis ("bladder infection") and blood loss anaemia ("extreme blood loss"). The patient was treated with antibiotics, fluconazole (diflucan) and surgery (ablation in 2013 and salpingectomy (bilateral) abdominal hysterectomy, laproscopic salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, migraine, fatigue, weight increased, alopecia, diverticulum, cystitis, vulvovaginal candidiasis and blood loss anaemia outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood loss anaemia, cystitis, diverticulum, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2011 received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Essure removed: unknown. Date of removal surgery or date scheduled: not reported. Type of removal surgery: not reported. If no removal planned, select reason(s): not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: pfs received: new event extreme blood loss were added. Outcome of abdominal pain updated to recovered / resolved. Treatment drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of right fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included shoulder operation in 2013 and uterine dilation and curettage in 2013. Concurrent conditions included gerd, hepatic cyst, renal calculus, hypertension, dysfunctional uterine bleeding, candida vaginal, hyperopia and iron deficiency anemia. Concomitant products included cyclobenzaprine from (B)(6) 2018 to (B)(6) 2019, hydrochlorothiazide from (B)(6) 2018 to (B)(6) 2019 and ibuprofen. In (B)(6) 2006, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced diverticulum ("diverticulosis"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection") and vulvovaginal candidiasis ("candida of vagina"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdominal pain") and cystitis ("bladder infection"). The patient was treated with surgery (ablation in 2013 and salpingectomy (bilateral) abdominal hysterectomy, laproscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, migraine, fatigue, weight increased, alopecia, diverticulum, cystitis and vulvovaginal candidiasis outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, diverticulum, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Essure removed: unknown. Date of removal surgery or date scheduled: not reported. Type of removal surgery: not reported. If no removal planned, select reason(s): not reported . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received: new event added: candida of vagina and concomitant drugs were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation of right fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included shoulder operation in 2013 and uterine dilation and curettage in 2013. Concurrent conditions included gerd, hepatic cyst, renal calculus, hypertension, dysfunctional uterine bleeding, candida vaginal, hyperopia and iron deficiency anemia. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraines/ headaches"), fatigue ("fatigue"), alopecia ("hair loss"), diverticulum ("diverticulosis"), abdominal pain lower ("right lower abdominal pain") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in 2013 and salpingectomy (bilateral) abdominal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal infection, migraine, fatigue, weight increased, alopecia, diverticulum and cystitis outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, diverticulum, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 received treatment for: pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) essure removed: unknown date of removal surgery or date scheduled: not reported type of removal surgery: not reported if no removal planned, select reason(s): not reported diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: inflammation of right fallopian tube, abnormal bleeding (general), abnormal bleeding (vaginal), vaginal infection, migraines/headaches, fatigue, weight gain, hair loss, diverticulosis, right lower abdominal pain and did not undergo confirmation test. Outcome for event right lower abdominal pain was resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.